Manufacturer narrative:
The complaint could not be confirmed. No evidence of sites of metal debris production were observed on any of the three returned ar-8380ex excalibur devices. Material analysis showed the returned ar-8380ex devices met all as-received specifications.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the excalibur blade, ar-8380ex, was connected to the handpiece and inserted into the joint as normal. The surgeon activated the shaver in osc mode (without making contact with any soft tissue or bone and metals shards appeared). The metal fragments fell into the patient's body. Another blade was opened to complete the procedure. Additional information requested. Additional information provided 7/5/19: this occurred during tissue debridement during an ankle arthroscopy. Suction was used to remove metals shavings. Rep is not 100% certain that all fragments were removed.